Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheal tube size 7.5 from ed (emergency department) became bent (19 cm mark) inside the patient which resulted in an emergent tube exchange. There was no patient harm or adverse event reported.